Event description:
It was reported that during a transcatheter aortic valve replacement procedure involving the evolut fx+ valve, several complications occurred. Initially, a 29mm evolut fx+ valve was attempted deployment; however, was deemed too small for the patient's anatomy and was recaptured and withdrawn from the patient. A 34mm evolut fx+ valve was then attempted to be advanced, despite concerns about the adequacy of the peripheral anatomy. The delivery catheter system (dcs) encountered resistance and was unable to advance despite multiple attempts. Upon removal, it was observed that the inflow of the evolut valve had pierced through the capsule of the dcs. The valve was subsequently loaded into a new dcs, and after using multiple sheaths, the 34mm evolut valve was successfully deployed. However, a final angiogram revealed extravasation in the left external iliac artery. The patient experienced a vascular injury including bleeding and a perforation at the access site, which required stent placement and surgical repair. The access site was the left femoral artery with a minimum diameter of 5.5mm. The patient was hospitalized with a prolonged stay due to these complications.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date on (B)(6) 2024; product ID: l-evolutfx-34 (lot: 0012215988); product type: 0195-heart valves; product ID: d-evolutfx-34 (0012362236); product type: 0195-heart valves; product ID: d-evolutfx-2329 (0012395498); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012395502); product type: 0195-heart valves; product ID: evfxplus-29 (serial: (B)(6); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.